Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
There are shadows on the images. The head of the transducer has a flaw on it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue of poor image is confirmed; the probe has a shadow on the right side of the image. The root cause of the probe shadow on the right side of the image is due to the front pad is peeling off, which is use related.

Event description:
There are shadows on the images. The head of the transducer has a flaw on it.